Event description:
Electro-surgery unit was being used during an endometrial ablation. When the grounding pad was removed from the patient's right thigh a burn was noted. The burn to the right thigh was directly under the grounding pad and aproxiamtely 1/4 inch wide and 1 1/2 inches long. After speaking with the doctors and nurses who were in the room during the procedure it was discovered that the grounding pad and partially peeled off before the procedure began and was replaced by the circulating nurse at the time.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.